Event description:
On october 11, 2023, senseonics was made aware of an incident where the user received an early sensor replacement alert resulting in an early sensor removal.

Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. The investigation shows the led crashed, as observed during in-vitro testing and during the review of in-vivo data. The early sensor retirement with ec1 alert was caused by no sensor glucose signal returned upon calibration, leading to low msp values. In fw versions 6.04.05 and later the logic for led disconnect sensor retirement was updated and this sensor would have retired earlier as an ec30. The system correctly disabled the sensor due to performance failure.